Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received mentioned that tube was checked and there was no air leak before intubation. After the intubation was completed and fixed, it was found that the cuff was leaking.

Manufacturer narrative:
H3: analysis found visually, there were no defects or anomalies in the construction of the device that would have resulted in the reported event. Functionally, a syringe was used to inject 15cc of air into the cuff with no issues. The device was left inflated submerged underwater and there were no observations of a leak. When viewed under magnification, there were no diminutive punctures or tears within the cuff. There was no significant damage to the packaging to indicate a cause. H6: fdc d14; fdr c20; fdm b17 no longer applicable medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that prior to thyroid surgery, the surgeon performed routine preoperative inspection and intubation was normal. After intubation, it was found that the cuff was leaking and could not be used normally. In order not to affect the operation, the device was replaced with another endotracheal tube to ensure the smooth progress of the operation. The procedure was extended for 20 mins. Patient is alive - no injury. On follow-up, it was reported that it was the initial use of the tube. Air leakage was found before using. They fixed the device and replaced in time. The cuff was found leaking when cuffing after intubation.